Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance greater than 125 ohms. Additional information was received indicating that the cause of this observation was not determined and the patient will be monitored continuously. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range measurements continue to be observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.